Manufacturer narrative:
Our investigation is ongoing. We are currently waiting for the device to be returned for evaluation. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the catheter insertion the doctor pulled slightly on the guide, which remained blocked inside the right femoral way and could not be removed. The vascular surgeons had to intervene to remove the guidewire, which was done under echography. The retrieved guidewire was despiralized.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. Multiple requests for additional information were not successful. The device contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined. From the description of the incident, it appears the guidewire may have been stressed beyond the design capabilities. The instructions for use (IFU) contains the following cautions: *do not advance the stainless steel guidewire or catheter if unusual elastic resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire could break or unravel, in which case both the catheter and guidewire must be removed simultaneously. When introducer needle is used, do not withdraw guidewire against needle bevel to avoid possible severing of guidewire. Insufficient tissue dilation can cause compression of the catheter lumen against the guidewire causing difficulty in the insertion and removal of the guidewire from the catheter. This can lead to bending of the guidewire. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.